Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the pump was not returned for evaluation. Log file analysis revealed that the pump's power consumption was within the normal operating range for the past 14 days until (B)(6) 2017. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had increased lactate dehydrogenase (ldh) and high filling pressure. There was suspicion of thrombus. The ldh down trended and the patient was transplanted. No further patient complications have been reported as a result of this event.